Event description:
It was reported that the safety bar in the back of the device is unstable when loading and unloading, causes cot to be pushed up when loading and unloading it from the truck. No patient was affected, and no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.